Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the cause was not identified. The product returned for evaluation was one 4fr s/l poly radpicc catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break just proximal of the suture wings. Microscopic inspection of the sample revealed that the break occurred at the junction between the extension tubing and the distal catheter tubing. The fracture surface was coarsely granular. Material abrasion was observed in the vicinity of the break. Beach marks were observed on one side of the fracture surface. The beach marks, abrasion and granular fracture surface suggested that material fatigue contributed to the observed damage; however, the inability to replicate the failure indicated that an additional unidentified factor(s) contributed. A lot history review (lhr) of recq0444 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was placed without difficulty on (B)(6) 2018. It was stated on (B)(6) 2018 that the PICC was documented to be broken in half at the wings and the IV team removed it and a port was placed. The nurse discovered the PICC had broken off when she came to access the device. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0444 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was placed without difficulty on (B)(6) 2018. It was stated on (B)(6) 2018 that the PICC was documented to be broken in half at the wings and the IV team removed it and a port was placed. The nurse discovered the PICC had broken off when she came to access the device. No patient injury was reported.